Manufacturer narrative:
G1 device manufacturer address 1: nothern region industrial estate g1 device manufacturer address 2: 60/29 moo 4, tambol banklang, a.muang should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump had an unspecified alarm that occurred during therapy, with subsequent deletion of the drug library after it was cleared. There was no report of patient injury or medical intervention associated with this event. No additional information is available.